Event description:
The stapler fired fine but did not or could not un-articulate so when it was drawn back, it got stuck inside of patient. It had to be removed with the port. Difficulty removing led to rough tissue handling and additional bleeding.